Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7.0fr peel-apart sheath and vessel dilator was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The distal tip of the vessel dilator was noted to be fractured and the edges of the distal tip of the vessel dilator were noted to be jagged due to deformation. The edges of the distal end of the peel-apart sheath were noted to be jagged. An attempt to remove the vessel dilator from the peel-apart sheath was performed and retracted without issue. Therefore, the investigation is confirmed for the reported deformation and identified fracture issue. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2026), h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure via the subclavian vein, the dilator was allegedly turned up at the edge of the tip. It was further reported that the dilator allegedly cannot be pushed forward in the vein and so it was pulled back. The procedure was completed by using a new dilator. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure via the subclavian vein, after pushing forward the dilator a few centimeters they stopped it, because of an allegedly noticeable resistance of the dilator. It was further reported that the guidewire of the catheter made the dilator sharp, that is, the dilator was allegedly turned up at the edge of the tip. Furthermore, the dilator allegedly cannot be pushed forward in the vein and so it was pulled back. The procedure was completed by using a new dilator. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.